Event description:
The customer reported that a patient had a red level tachy event with a heart rate of 178 in room (B)(6) but the alarm was not audible. The customer said had the monitor technician not been looking at the central display, the alarm would have been missed. No patient harm or delay of therapy occurred.